Event description:
This is a non-us product problem. The malfunction occurred in (B)(6). Consumer stated she removed a tampon and fibers were left inside her because the tampon did not come out in one piece. She confirmed a doctor removed the fibers and she feels fine.

Manufacturer narrative:
Device history record in review. Consumer was requested to return samples to MFR.